Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was exercising. Technical services (ts) was consulted and noted review of the episode shows a change in morphology and t-wave oversensing and double counting. Qrs was restored post shock. It was noted the rhythm was not reproduced during an exercise test. Programming recommendations were provided to the field to pass on to the health care professional (hcp). No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was exercising. Technical services (ts) was consulted and noted review of the episode shows a change in morphology and t-wave oversensing and double counting. Qrs was restored post shock. It was noted the rhythm was not reproduced during an exercise test. Programming recommendations were provided to the field to pass on to the health care professional (hcp). No adverse patient effects were reported. This product remains in service.